Event description:
It was reported that cgm displayed error message while sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for full pump reset, completed reset with guidance, and error message did not appear again, with no further action reported.